Manufacturer narrative:
The patient reported that they heard a popping sound when attempting to take a reading with their livongo blood pressure monitor. The patient checked the device but did not see any physical damage, however, when they attempted to take another reading the cuff would not inflate. A replacement device was sent to the member to resolve this issue and their previous device was requested back for testing.

Event description:
The patient attempted to take a reading with their livongo blood pressure cuff, when starting the machine they heard a popping sound. The patient took the cuff off and checked the cuff, hose, and machine but did not see any physical damage. The patient attempted another reading, however, the cuff would no longer inflate.